Event description:
The facility's biomed engineer reported an infusion pump with an 807:03 failure code. The biomed reported to baxter customer service that they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved, tubing product code or the set up of the infusion device. Additional contact info was requested but no additional contact was provided.